Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a hemodialysis (hd) treatment where a dialyzer blood leak occurred and a blood clot within a patient resulted in clotting within the fresenius optiflux dialyzer and bloodlines. The clotting was visibly apparent to the facility staff. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with blood leak, transmembrane pressure (tmp), and venous alarms. Blood test strips were used and tested positive for the presence of blood. The cm stated that the patient¿s treatment was paused and their blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The staff attempted to re-setup treatment however the patient's access was clotting off. The patient underwent an ultrasound where a clot was identified in their arm. The patient was sent to the emergency room and admitted. The following day the patient underwent a procedure to have their access declotted and a hemocatheter (brand unknown) inserted. The patient is continuing hemodialysis with no further issues. The cm stated that the patient¿s blood clot was responsible for the clotting within the dialyzer and bloodlines. The cm fresenius supplies did not cause or contribute to the patient¿s blood clot. The cm stated that the dialyzer was available to be returned to the manufacturer for physical evaluation. A sample return shipping kit will be sent to the cm to obtain the sample for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a hemodialysis (hd) treatment where a dialyzer blood leak occurred and a blood clot within a patient resulted in clotting within the fresenius optiflux dialyzer and bloodlines. The clotting was visibly apparent to the facility staff. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with blood leak, transmembrane pressure (tmp), and venous alarms. Blood test strips were used and tested positive for the presence of blood. The cm stated that the patient¿s treatment was paused and their blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The staff attempted to re-setup treatment however the patient's access was clotting off. The patient underwent an ultrasound where a clot was identified in their arm. The patient was sent to the emergency room and admitted. The following day the patient underwent a procedure to have their access declotted and a hemocatheter (brand unknown) inserted. The patient is continuing hemodialysis with no further issues. The cm stated that the patient¿s blood clot was responsible for the clotting within the dialyzer and bloodlines. The cm fresenius supplies did not cause or contribute to the patient¿s blood clot. The cm stated that the dialyzer was available to be returned to the manufacturer for physical evaluation. A sample return shipping kit will be sent to the cm to obtain the sample for investigation.